Event description:
The customer reported elevated troponin I (accutni) and creatine kinase-mb (ck-mb) results, for one patient on multiple samples involving synchron lx 725 system. This is report number two of two referencing system (B)(4). The troponin I results recovered within the risk stratification range, and the ck-mb results recovered above the reference range. The elevated results were discordant to an alternate methodology, which was negative, and did not correlate with the pt's clinical condition. The elevated results were released out of the laboratory and questioned by the physician. The pt underwent heart catheterization and was later discharged. All other tests performed were normal. The customer supplied beckman coulter, inc. With the pt samples for further analysis.

Manufacturer narrative:
Service was not dispatched as the customer did not question system performance. The customer collected samples in green top gel tubes. Troponin I quality control (qc) was within specifications at the time of the event. A system check performed on (B)(6) 2008, was within specifications. Testing at beckman coulter customer product line support (cpls) laboratory confirmed the existence of a pt source interferent for the pt's sample received from the customer. The interference likely relates to alkaline phosphatase. This interfering compound causes reproducible false positive results, but is distinct from heterophile antibodies. Product labeling: for assays employing mouse antibodies, the possibility exists for interference by human anti-mouse antibodies (hama) in the sample. Human anti-mouse antibodies may be present in samples from pts who have received immunotherapy or diagnostic procedures utilizing monoclonal antibodies or in individuals who have been regularly exposed to animals. Additionally, other heterophile antibodies, such as human anti-goat antibodies, may be present in pt samples. The access accutni and access ck-mb results should be interpreted in light of the total clinical presentation of the pt, including: symptoms, clinical history, clinical examination, electrocardiogram (ECG), data from additional tests, and other appropriate info. Medical decisions should not be based on a single accutni determination at one time point. (B)(4). This medwatch report is related to MDR 2050012-2011-04883.